Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, customer encountered a non-recoverable fault. Clinical sales representative (csr) was not on site when the issue occurred. Csr was informed that the surgeon converted to laparoscopy to complete the case. Onsite logs were reviewed and found error 25521 on the right master tool manipulator (mtmr) on surgeon side cart (ssc) serial number: 0156548. There was no report of patient harm due to this event. Follow-up has been attempted to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse arrived on site and was unable to replicate the issue. Logs reflect the error happening on (B)(6) 2022. Fse replaced the master tool manipulator (mtm) to resolve the issue. The system passed all applicable tests and inspections. The system was tested and verified as ready for use. Isi received the unit involved with this complaint and completed the device evaluation. The mtm was returned for failure analysis, and the reported failure (non-recoverable fault) was able to be reproduced during power up. A golden rotary joint primary (rjp) printed circuit assembly (pca), rotary joint secondary (rjs) pca, and an embedded serializer master yaw-axis (esmy) were installed. Test performed via dte and matlab passed. Original parts were re-installed and mtm2 failed during power up for error 25521. Parts will be replaced to resolve the issue. There was no image or video clip submitted for review. An event verification confirmed that the pancreatoduodenectomy procedure was performed on the reported event date (B)(6) 2022 on system (B)(4). A review of the site's system logs for the reported procedure date was conducted and revealed the following possible related system error: 25521 ¿ link to embedded serializer master handle (esmh) is down. This complaint is considered a reportable event due to the following conclusion: the customer converted to laparoscopy after the start of the procedure due to non-recoverable errors. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change. If additional information becomes available, the complaint will be re-evaluated.